Event description:
It was reported that upon interrogation of the device two episodes of non-sustained ventricular tachycardia were shown in the directory and no associated egms were present. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.